Manufacturer narrative:
Retainer ring=clear. Unit passed displacement test and self test. Unit successfully downloaded to thus. Pump error 63 variable (B)(4) was noted in the history download on (B)(6) 2021 16:24:28.000 due to broken trace u1 pin6 on keypad assembly. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/ reservoir does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failure alarm. Customer was able to successfully clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.